Event description:
A customer reported he received a reading of 93 mg/dl on his adc blood glucose meter and then lost consciousness. Additionally, the customer reported experiencing headaches. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer also reported self-treating his symptoms by drinking a boost protein drink. It was reported the customer received a reading of 120 mg/dl on competitor blood glucose meter within ten minutes of receiving the adc meter reading of 93 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The comparison between adc blood glucose reading and competitor blood glucose reading is not a valid comparison. Adc customer service educated the customer on acceptable differences.